Event description:
The manufacturer received information alleging a ventilator had flow sensor issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had flow sensor issue. The device was not in patient use. The ventilator was evaluated by a third-party field service center and the customer¿s complaint was confirmed. There was evidence of contamination. The evaluation of the batteries and valves are in good condition cabinet and other parts are in good condition.